Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to mechanical complications. The iol is not available to return for product evaluation. It was unknown if an incision enlargement, sutures, or a vitrectomy were required. The patient has fully recovered. Another johnson & johnson lens, model zcu225 24.5 diopter was implanted as a replacement. No further information is available.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021 - (B)(6) 2021. The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.